Event description:
It was reported that during preparation for a stenting treatment procedure, the balloon catheter detached. While prepping for a stenting treatment procedure, the physician was loading the 15mm x 1.50mm apex flex monorail balloon catheter on to a luge short guide wire and the monorail section of the catheter shaft separated. The device did not enter the patient and no patient complications were reported. The procedure was completed using the same luge short guide wire and a different balloon catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).